Manufacturer narrative:
E1: the name of the initial reporter is unknown. The investigation into the purge disc/flag issues issue has been completed. The automated impella controller (aic) was returned for investigation. The device logs were consistent with the complaint. Once the purge cassette was inserted, alarms associated with low purge pressure would be triggered. Visual inspection revealed that the purge flag was broken, and there was a hair line crack on the blue purge retainer. It was speculated that the broken purge retainer was unable to hold the purge pressure disk firmly to the purge pressure sensor, therefore the measured purge pressure sensor was lower than speculation. Also, before disassembling the purge unit, the purge flag was almost broken but still able to function as detecting purge disk insertion. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited purge cassette leaking error. Troubleshooting was performed without success. No report of patient involvement, harm, or injury.